Manufacturer narrative:
A promos reverse humeral stem, a promos reverse body and a reverse pe insert have been received for investigation. On the received undated x-ray pictures post breakage the fracture of the stem is comprehensible. The taper of the promos reverse humeral stem is fractured and the fragment still connected to the promos reverse body. The fracture surface and its surrounding show secondary damage such as scratches, wear and polished areas, indicating movement of the fragments against each other after the initial fracture. A small area on the fracture surface still shows characteristics of the initial fracture. Striations detectable on this surface indicate a fatigue fracture. Due to the secondary damage no origin of fracture and no fracture propagation can be detected. Assessment of the material characteristics revealed no anomalies or deviation. The screw which connects the stem with the body seems intact. At the point in time of revision the screw was not in contact with the thread of the stem. It cannot be excluded that the screw was not introduced completely at implantation and therefore the mechanical connection between stem and body was not as intended. The reverse pe insert shows damage indicating an impingement situation and contact with the bony structures of the scapula. Device history record review of the received implant components revealed no deviation from standard operating procedures for the promos reverse body and reverse pe insert. Rework and scrapping of four parts of promos reverse humeral stems during production have been evaluated in more detail. No evidence was found relating those deviations directly to the reported fracture of the stems taper. Based on the conducted investigation and received information, the root cause of the reported fracture of the taper of the promos reverse humeral stem could not be determined conclusively.

Manufacturer narrative:
X-rays became available for investigation.

Event description:
Planned revision surgery due to fracture at the taper connection of the promos humeral stem. Revision was performed on (B)(6) 2014.

Event description:
It was reported that a revision surgery is scheduled due to implant fracture.